Manufacturer narrative:
The investigation for the reported purge leak has been completed. The pump was returned for evaluation. During evaluation, there were several cracks along the yellow luer characteristic of excessive force which align with the clinical details. Clinical details states that the yellow luer was damaged during re-tightening efforts after purge fluid leak was observed. The root cause of the purge leak-pump was determined to be a damaged polycarbonate yellow luer due to excessive force. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in section: cleaning. Added- d9 device return date.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. An impella cp "purge liquid low" alarm occurred on the sixth day of use. The connection was retightened and the yellow connector broke and it started leaking. A purge liquid alarm appeared so the impella cp was exchanged. There was no harm to the patient. It was noted that sodium bicarbonate was not used.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿